Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decrease in left ventricular pacing due to far field oversensing on the left ventricular channel which led to pacing inhibition. Left ventricular (lv) sensing was turned off and it resolved the inhibition. Technical services (ts) was consulted and discussed that due to turning lv sensing off the egm is flat for the lv channel. This crtd remains in service. No adverse patient effects were reported.